Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump had intermittent power issues. The patient noted no damage or corrosion to the pump, and the pump had not been exposed to moisture. The patient replaced the battery to no avail. The battery cap was tight and secure. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
(B)(4):a review of the black box history revealed several power on resets. The pump was exercised for 24 hours with the returned battery cap. There were no battery cap connection defects found during a battery cap functional test and the battery cap was found to meet all specifications. The pump cover was removed and no internal moisture or damage was found to the power circuit. The reported complaint was verified in history but not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.